Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a cranial procedure the post fractured before torque was applied, when the surgeon attempted to fix the plate using the applier. The surgery was completed using another rapid flap clamp and the surgical delay was less than ten minutes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The lactosorb rapidflap clamp (part# 915-0020, lot# 467210) was visually inspected. Only the applier, post, and outer plate were returned; the inner plate and post head were not. The post was found to be fractured. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force applied, causing the post to fracture. The instructions for use (IFU) for this product states in the section titled warnings: improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The devices can break or be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to failure of the device, which could require additional surgery and/or device removal. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.